Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging cough, nasal congestion, nasal/throat irritation or soreness there was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The patient also alleged cough, nasal congestion, and no other peripherals or accessories were returned with the device. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the device internally and found care orchestrator data was unavailable. Dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device. Slight black contamination at the blower seal of the blower box is consistent with the keratin contamination observed in ER 2243857 v1. Pil is unable to address the symptoms described. Pil can confirm the presence of contamination in the airpath. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that the dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device. Risk tags (ER 2219697 v20) associated with this mode of failure include: irrit02, infect01. The results of this investigation do not impact the calculated risks.